Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set to address the occlusion alarm and resumed insulin. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 96 mg/dl.